Manufacturer narrative:
Exact date unknown, event occurred in 2013. Explant date: 2013.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation.